Manufacturer narrative:
Legal manufacturer: hcs mr - 3200 n grandview blvd. USA waukesha, wi 53188. A1, 2, 4, 5, 6: no additional patient information was provided to ge healthcare (gehc). D: no additional device identification information was provided to gehc. G2: report source other, national medical products administration (nmpa) (china). H6: gehc's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that a patient undergoing an mr of the left shoulder sustained a full thickness burn to the radial-dorsal aspect of the left hand. The patient was reported to have underwent surgery for treatment of the burn.

Manufacturer narrative:
B4; g1, 3, 6; h2, 3, 6. H3: ge healthcare (gehc) investigation has been completed. Based on the information provided, during mr examination the gehc gp flex coil cable directly contacted the patient's hand resulting in injury. The root cause of the injury was determined to be lack of adequate patient padding for the MRI procedure. The operator documentation and the user interface describe the appropriate safety measures for padding patients for mr exams. The mr operator has responsibility for the use and placement of non-conductive mr compatible padding and preparation of the patient, prior to starting the mr exam procedure. No further actions are planned by gehc.